Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, there was a long, linear scratch evident on the posterior face of the optic right through the visual axis. The scratch was central in location and along the long axis of the rolled iol. The photo in ¿surgeon¿s view, it was in "temporal incision¿, noticed that scratch is oriented ~6-12 o¿clock. Upon injection, the scratch would be at 3-9 o¿clock, but when it was positioned into the bag, surgeon rotate it about 90 degrees clockwise to arrive at the 6-12 orientation. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).